Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced multiple low blood glucose. The customer had a low blood glucose level of 43 mg/dl. The insulin pump went into suspend mode. They drank 12 ounces of juice to treat the low blood glucose but the insulin pump continued to alarm that their blood glucose level was below 40 mg/dl. When they checked, it was 51 mg/dl. They ate a fruit and their blood glucose dropped back down to 47 mg/dl. They ate again and the insulin pump was alarming their blood glucose level was below 40 mg/dl. Their blood glucose level eventually went up 81 mg/dl then to 120 mg/dl. The customer stated they then got a calibration not accepted alert and a change sensor alert. Troubleshooting was performed. It was found that the sensor cannula was bent. The device will not be returned for analysis.